Event description:
Stratis subject (B)(4)/ medtronic(covidien) received information that the patient was treated for left middle cerebral artery (mca) occlusion. Thrombolysis in cerebral infarction (tici) 3 was achieved with 1 pass of the solitaire device. A 5 mg of intra-arterial milrinone was given for vasospasm that occurred in the ica and mca. No other complications were reported.

Manufacturer narrative:
The device was not returned for analysis as device was discarded at the site. The lot history record of the reported lot number has been reviewed and no quality issues were noted. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).